Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 508 mg/dl. The customer was treated for high blood glucose with bolus. The customer reported via phone call indicating that the insulin pump had blank display and off no power. Customer's blood glucose at time of incident was 508 mg/dl. Customer was advised to insert new battery and display returned. Customer advised to monitor pump. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 508 mg/dl. Customer stated the stub came off. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was monitored with multiple basal rates, and the pump functioned properly. No blank display or display anomalies were noted. The pump passed the functional testing and all operating currents were normal. No unexpected low battery, off no power or battery indicator anomaly noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads. No damage inside the pump was noted.